Event description:
During routine testing, the user found that the unit would not power up. There was no pt involved. Tests on the device revealed a shorted capacitor (c62) in the power supply assembly no specific cause for the failure of the capacitor could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.